Manufacturer narrative:
A medtronic representative tested the equipment on-site. The imaging system failed the mechanical test. The door would not open using pendant button or socket wrench. Discovered broken door gear assembly. The imaging modalities failed as well. Unable to x-ray. Rotor movement disabled. The medtronic representatives were able to re-seat the gear assembly and get the door opened. It was determined that the repair must be made at the factory. The imaging system was shipped for repair to the factory. The imaging system was tested and the door was replaced at the factory. Replaced y drive assembly. System passed all testing and found to be fully functional. Issue resolved with part replacement. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was stuck around the patient. The field service engineers were on-site, pushed the imaging system to the edge of the bed and noticed that one of the gears on the track was off. They were able to get the gear back on track and manually open the imaging system. In the meantime, the site brought in the second imaging system and the surgeon completed the procedure with the use of that imaging system. This resulted in a minimal delay to the procedure and there was no patient impact.